Manufacturer narrative:
According to the customer, the uninterruptible power supply (ups) is no longer working; therefore, the ups stopped providing power to the cns, which caused the cns to turn off. The ups is being exchanged. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) turned off. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) turned off. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) turned off. According to the customer, the uninterruptible power supply (ups) is no longer working; therefore, the ups stopped providing power to the cns, which caused the cns to turn off. The ups is being exchanged. There was no patient injury reported. Investigation summary: customer reported that the cns powered down. Customer identified that the ups had failed and had stopped proving the power to the cns. Customer will replace the ups to resolve the issue. The cause of the cns shutdown is ups failure. There is no malfunction of the cns, but rather a failure of the ups. No corrective actions will be performed at this time. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information. The customer replied by stating; unknown. B6 attempt # 1: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information. The customer replied by stating; unknown. B7 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/05/2022 emailed the customer via microsoft outlook for patient information. The customer replied by stating; unknown. D10 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for device information. The customer replied by stating; unknown. Manufacturer references # 300277707 - 127994 follow up 001.